Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The customer reported door was not closing properly, however the problem was not available to the evaluator at the time of evaluation. The evaluation assessment does not indicate an issue when physically closing the door, however the evaluator experienced a system error 320, which resulted from a failed lower auxiliary assembly. The lower auxiliary assembly contains the lower door switches and a system error 320 indicates a latch switch discrepancy and can occur when the pump does not correctly identify the state of the door. It is likely that the customer is referring to the additional door errors, which will be resolved through replacement of the lower auxiliary assembly. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump door did not close properly. The event occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.